Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component (rlt231416j/16559349) was advanced from the left side and deployed. A contralateral leg component was then implanted on the right side, followed by an iliac extender component being deployed in the left side for distal extension of the ipsilateral leg. The patient tolerated the procedure. On (B)(6) 2017, an imaging revealed a proximal type I endoleak. It was reported that the patient¿s proximal neck was highly angulated (70-80 degrees of angulation). On the same day, a reintervention was performed whereby an aortic extender component was implanted proximal to the trunk-ipsilateral leg component. Final angiography revealed that the proximal type I endoleak was resolved, and the patient tolerated the procedure.